Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the initial reporter also notified the FDA on 7 october, 2019. Medwatch report # mw5089913. Device manufacture date: unknown investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the safety mechanism was left inside cap when cap was removed with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported via medwatch report that when the cap was removed from the needle, the safety was left inside the cap. Event description per attached medwatch report states, "rn was using the 23g needle to draw up some zofran she went to pull the cap off of the needle and just the needle came out the safety was left inside the cap."